Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports that pt called her yesterday ((B)(6) 2021) as she was in the hospital needing an MRI but reported power on reset (por). Caller states pt attempted to clear the por with her programmer but was not able to. Caller then met with the pt the same day and was able to clear the por by interrogating with her tablet. Caller states that when the por was cleared the end of service (eos) message displayed on the tablet. Pt then attempted to recharge ins. It was noted that the ins battery was empty but pt was able to recharge. Caller noted that pt continued to charge the ins battery after the rep left yesterday. Caller noted pt had recharged her scs the day before seeing the eos message. No symptoms were reported.